Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The bottom case was cracked. Event history log (ehl) showed: battery depleted. Power up process was performed and the reported problem was duplicated. No ac led light when pump was plugged in and battery was found not charging. Interconnect board did not operate as intended. The root cause of the issue could not be determined; there was no physical or any other damage found on interconnect board. Action(s) taken to mitigate the reported issue(s): replaced interconnect board and battery for preventive measure; performed power up process and all functional testing passed.

Event description:
It was reported that the pump will not charge. No patient injury was reported.